Event description:
When attempting to place a fourth stent into the lesion it was noticed that the struts of the cypher stent were bent. The flared section of the stent was unknown. The target lesion was the left anterior descending artery (lad). The lesion was a de novo, diffused, moderately calcified and moderately tortuous. There was 90% stenosis. Radial approach was chosen for the procedure. After pre-dilation with a balloon (name and size unknown), three cypher (2.5/23mm, 2.5/18mm, 3.0/13mm) stents were implanted, overlapping each other from the distal end of the target lesion. To treat the proximal end of the lesion, a fourth cypher (3.5/13mm) stent was advanced. When the stent came out of the guiding catheter (launcher: 7fr/al1.5), there was a resistance encountered. It is unknown if the physician used force to advance the stent into the lesion. There was no difficulty advancing the device through the guide catheter. The physician felt that the stent was flared so he removed it from the patient. Then the procedure was successfully finished by the implant of another cypher (3.5/8mm). The flared section of the stent was unknown. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.